Event description:
Revision of left hip due to conversion.

Manufacturer narrative:
Catalog number is unknown at this time. Device description reported as unknown left stryker hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Manufacturer narrative:
An event regarding revision involving an unknown hip was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no devices were returned. Medical records received and evaluation: not performed as insufficient patient medical records were provided for review. Device history review: not performed as no lot ID was provided for review. Complaint history review: not performed as no lot ID was provided for review. Conclusions: the event could not be confirmed nor the root cause of the reported revision determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Revision of left hip due to conversion.